Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pain was caused by excess water in the patient's back. The water disappeared a short time later and was no longer a factor. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient experienced ¿shooting pain in the back¿ from the stimulation since (B)(6) 2019. The patient stated that he decreased the stimulation from 1.9v to 1.0v but he still felt pain. A group of field manufacturer representative (rep)¿s were contacted to follow-up with the patient for consultation. There were no further complications reported or anticipated.